Event description:
It was reported that patient with this implantable pacemaker experienced vibration and dizziness when waking up. Patient heard beeping sound and never heard it before or since. Boston scientific technical services (ts) explain that pacers are not designed to beep. Patient talked to physician and stated that pacemaker is working but may be defective and talked about wires that may need to take out. Also, patient explained that physician stated that the wires had problem and there were "spikes" in stored electrogram (egm). Ts explained that if there was an insulation breach in the pocket, when the device paced, some of the current might go out thru the breach that patient might feel. Ts suggested to discuss the possibility to physician. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.